Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) checked the system problem found with front end board, same as customer arranged the part then replaced it and calibrate it then checked system with demo balloon and trainer it was working fine and ready to use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs100 intra aortic balloon pump (iabp) had electrical test fail #54 malfunction. There was no patient involvement.